Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a strange sound was heard from the motor when the customer was priming the insulin pump. Customer's blood glucose was 200 mg/dl. It was also found the customer had several no delivery alarms in the alarm history. The customer stated the alarms occurred every day. It was also found the customer was changing the infusion set every day. Troubleshooting found the insulin pump passed a high pressure test and the drive support cap was not damaged. The customer declined to return the insulin pump for analysis.